Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marksman catheter broke when it was being retrieved. Penumbra ace, marksman and chikai were inserted in cello lb9f in order and were introduced to the occlusion site. Then sfr3 6-40 and marksman were delivered. Upon attempt to remove the marksman, resistance was felt, and the marksman stretched and broken. The soft part at marksman's tip. The distal tip was not retrieved. This event occurred during an acute stroke treated with mechanical thrombolysis. A continuous flush was used during the procedure. The vessel anatomy was severe in tortuosity. The treating location was right m1. Strong resistance was encountered within penumbra. It was unknown if the cello or the penumbra were damaged. All devices were prepared and used per the instructions for use. The device separation occurred during the send retrieval. The final tici was 3. No patient symptoms occurred from the catheter separation.